Manufacturer narrative:
This complaint was re-evaluated and it was determined to be a malfunction.

Event description:
Reportedly, instrument jaw was bent and it was not clipping perfectly. Procedure: unk.